Event description:
There was an allegation of a questionable troponin t hs stat elecsys result for one patient sample from the cobas 8000 cobas e 602 module. The initial result was 7.12 ng/l and was reported outside of the laboratory. The doctor questioned the result as a positive result was expected. The patient was post-operation and the doctor was monitoring for a decrease in the troponin result. On (B)(6) 2022, the sample was repeated and the result was 201.10 ng/l on the same analyzer and the result was 189.50 ng/l on a different analyzer. The reagent lot number was 52366901. The expiration date was provided as 2022-07.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.